Manufacturer narrative:
One medfusion pump was received with a missing battery. The event history log was reviewed and there was nothing in the alarm history pertaining to the reported issue. Inspection and flow tests were performed. The reported issues were able to be duplicated. The plunger tube needed grease and the motor was a little nosier than normal. Replacing the worm coupling and gear and greasing inside the coupling dampened the noise. The issue was user induced since the customer removed the plunger tube grease. The cause of the noisy motor was unable to be determined.

Event description:
Information was received indicating that a smiths medical medfusion pump had a sticky plunger and the motor was loud. There was no reported adverse event.